Event description:
A dr alleged that the eartip on the stethoscope he was using had fallen off at some stage prior to performing resuscitation to a pt. The application of the stethoscopes' unprotected left ear-piece perforated his left tympanic membrane when he applied the stethoscope to auscultate the pts chest.